Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that a hematocrit saturation color chip failure error occurred. The unit was taken out of service before the pt was in the room. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.